Event description:
Pt's daughter spontaneously called in to report pump had been dropped and now will not prime or infuse. Pump continues to alarm with no ability to troubleshoot. Will send replacement pump. Pt was able to use backup pump. Did the reported product fault occur while in use with a pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual device available to be returned for investigation? Yes; did we replace device? Yes. Reported to (B)(6) by patient/caregiver. Dates of use: from (B)(6) 2015 to current. Diagnosis or reason for use: pah.